Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the cause of the lead break was not determined, but the location of the break was between the test lead and the eternal connector. No other information was reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Product ID (B)(4), lot# unknown. Product type screening device information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had their leads removed because one of the leads had broken in half. No patient symptoms were reported. No complications were reported or anticipated.